Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the transducer cannot be recognized by the generator due to a broken pin from the transducer receptacle. The most probable cause of the broken pin is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the lithotripsy system exhibited connectivity issues "where the port is". There were no reports of patient involvement.